Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-01-06. H6: investigation summary: customer returned a total of 10 used 4mm, 32 gauge nano pen needles from lot 0318937. The pen needles were visually inspected prior to testing. 2 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. Lot# 0318937 DHR was reviewed and no qn found. Based on the samples received, bd found that the non-patient end of two of the pen needles had become bent. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer stated that there is no insulin flow during injection. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs of retention samples and no needle clog fail found.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer stated that there is no insulin flow during injection. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer stated that there is no insulin flow during injection. Date of event: unknown, samples: discarded,